Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 555 mg/dl. Customer also states that insulin pump had pump error and power loss alarm. Customer also states that insulin pump had blank display. Customer states that insulin pump had critical pump error and pump was not working properly. Customer was assisted foe self test and self test was passed. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. . No unexpected low battery alarm, battery power loss alarm, this alarm is generated when a power failure is detected. Alarm or blank display noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected drive count or time values or changes incorrect for moving or coasting error alarm noted.